Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got new insulin pump and inserted battery, however there was no response from insulin pump. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had blank display. Customer was declined for troubleshooting. The insulin pump will not be returned for analysis.